Event description:
It has been reported to philips that the system would not start up. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) guided the customer through the steps to reboot the host pc. The customer rebooted the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system had start up issue. Upon troubleshooting, rse instructed the customer to reboot the host pc. After rebooting the host pc, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after rebooting the system once by the customer. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.